Event description:
The customer reported that there was a failure to alarm. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that there was a failure to alarm. No pt harm was reported. The info from the customer identifies that the problem was the users had configured obtv incorrectly compared to their expectations for alarming. The philips response center assisted the users in updating their configuration per their alarming preferences. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.